Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image output occurred due to a malfunction in the printed circuit board; front panel cannot be operated. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center, which is an olympus asset with no reported complaint. During the evaluation of the device, image remained dark and unresponsive after startup, no image and front panel not operating was observed. The service repair technician indicated that the most likely cause of the no image output due to a malfunction in the printed circuit board; front panel cannot be operated. There was no patient involvement.